Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of the iab "balloon was found to be partially inflated and could not be deflated" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned later, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during insertion the balloon was found to be partially inflated and could not be deflated. Balloon could not ne gotiate through the sheath, the intra-aortic balloon catheter (iabc) was defective and could not be use. As a result, a new iabc kit was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the balloon was found to be partially inflated and could not be deflated. Balloon could not ne gotiate through the sheath, the intra-aortic balloon catheter (iabc) was defective and could not be use. As a result, a new iabc kit was used. There was no report of patient complications, serious injury or death.